Event description:
The surgeon implanted the micl13.2 implantable collamer lens on (B)(6) 2010. The patient post-treatment follow-up form @18 months was received and indicates "prescribed eye drops for 3 consecutive or have had surgery because the physician said that you have high pressure or glaucoma inside the eye". Additional information has been requested but not yet received. If any additional information is obtained a supplement medwatch form will be submitted. This claim is for the right eye. See MFR report #2023826-2012-00401 for the other eye.

Manufacturer narrative:
(B)(4): product evaluation codesmethod: lens work order search.results:a lens work order search was peformed and there were no similar complaints found within the work order. (B)(4)

Manufacturer narrative:
The patient post-treatment follow-up form at 18 and 24 months indicated the patient right eye had bad halos. (B)(4).